Manufacturer narrative:
UDI number: ni. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2019-00178 thru 3012447612-2019-00182.

Event description:
It was reported that the threads of three closure tops were damaged during installation and two pedicle screws disassembled with surgery. They were all removed and replaced during surgery without reported patient impacts. This is report five of five for this event.

Manufacturer narrative:
Additional information: the device was not returned for evaluation. However, a photo was provided and used for evaluation. The tulip head was confirmed to have disassembled from the screw shaft. Without product return or additional images, it cannot be determined if the splines on the screw shank were deformed or the tabs on the retaining ring splayed so the cause cannot be definitively determined. A review of the DHR did not find any issues which would have contributed to this event.

Event description:
It was reported that the threads of three closure tops were damaged during installation and two pedicle screws disassembled with surgery. They were all removed and replaced during surgery without reported patient impacts. This is report five of five for this event.